Event description:
The cap was in place on the end of the scope at beginning of the procedure. At end of the procedure the cap was missing and not attached to the scope. Staff looked in trash, on the floor, in the patients bed. The doctor took another scope and went back in the patient to look for the cap. No cap was found in or out of the patient. FDA safety report ID# (B)(4).